Event description:
A report was received that the patient is experiencing shocks when the stimulation is on and difficulty charging. The patient doesn't want to troubleshoot the device and will be explanted.

Event description:
A report was received that the patient is experiencing shocks when the stimulation is on and difficulty charging. The patient doesn't want to troubleshoot the device and will be explanted.

Manufacturer narrative:
Additional information was received that the patient was explanted and was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead 50cm.